Event description:
The customer reported that an abnormal reaction flagged, falsely depressed human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The initial result was reported to the physician(s) who questioned the result. The sample was repeated on an original system. The repeat result recovered higher than the initial result with no abnormal reaction flag. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed hcg result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed human chorionic gonadotropin (hcg) result with an abnormal reaction error flag was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality control (qc) and calibration were valid before samples were run. Siemens remotely fixed inventory flex with 12 tests, performed a complete fix inventory, verified all and found one mismatch, which the customer eliminated. Siemens is evaluating the event.

Manufacturer narrative:
Siemens filed initial MDR on 05-dec-2024. Additional information (12-dec-2024): siemens further reviewed the instrument data and determined that the customer had replaced and aligned the reagent probe 2 (r2) tip but failed to load the human chorionic gonadotropin (hcg) flex back onto the analyzer after removing it during the alignment process. The customer conducted hcg testing without performing an inventory check, resulting in no reagent being loaded in the required position. Siemens concluded that the absence of reagent in the inventory potentially contributed to the falsely depressed hcg result. The investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.